Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab for one patient. Complaint summary: date: (B)(6) 2013, inratio (4.4), laboratory: (1.8). Venous sample sent to the lab. Inratio's finger-stick and the lab's vein-puncture were performed about one hour apart. Patient's therapeutic range: 2.5-3.5. Caller did not test patient but states that the lab technician that did testing is experienced with the inratio meter. Caller stated that the patient was not taking his coumadin but unsure of why and if patient just stopped taking all his medications.